Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable wires were exposed. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.